Manufacturer narrative:
(B)(4). Batch # t5c14r. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: it looks like there are formed b staples at the apex which get gradually bigger along the staple line until at the distal tip they are open staples. The surgeon stated the pvs was well away from the weck clips. They are not aware of anything else caught in the jaws of the device apart from the renal vein. The pvs has been fired across the junction of the left renal vein and the vena cava. There was minimal blood loss. Additional information requested and received: what were the indications for surgery? Cancer. Does the surgeon wait 15 seconds prior to firing device? They wait 30 seconds. What was the estimated width of compressed renal vein? About 1.5cm. Were the tips of device visible during firing? They believe so. Tips checked prior to firing can it be confirmed that the entire width of compressed vessel was proximal to cut line. And no extraneous tissue was within jaws distal to cut line? Only vessel in jaws no extraneous tissue, and I am told proximal to cut line. What was the estimated blood loss? 100ml. Were any unusual sounds heard during firing? No. Please describe staple form in vein. See attached photos showing staples on reload after firing. What is the current patient status? Recovering as expected after an open operation.

Event description:
It was reported that during an elective robotic partial nephrectomy that was converted to a complete nephrectomy. Weck clips were used on the artery. Then decided to use pvs on renal vein as the surgeon thought a stapler a safer option. Pvs was put through the assistant port and flexed. Then closed across the renal vein. It was seen that the pvs was right across the vein. As the pvs was fired and the blade advanced through the tissue a bit more blood than usual was seen. The pa kept her finger on the firing trigger keeping the knife blade at the tip of the gun. The pa asked the surgeon if it was ok to release the trigger and allow the knife blade to return and a little more blood was seen. The pa slowly released pvs and then as blood was observed she asked the surgeon if she should reapply the pvs to use like a clamp. The surgeon agreed and the pa reapplied the pvs. The situation was very controlled at all times. Discussion was had to decide on the best plan of action. The surgeon got scrubbed and the vascular surgeon and the hpb surgeon and then a surgeon were called in. Putting a clamp under the pvs was considered but the worry was that space was limited so it was decided to open the patient. The robot was undocked and the patient was slowly rotated so that access to ivc could be improved if necessary. A large subcostal right incision was made. On opening it was observed that the pvs was right across the renal vein. The pvs was removed and the renal vein was sutured. At all times the situation was under control and the patient stable. The only harm caused to the patient is she has a long incision. The pa looked at the staples left in the gun and says they were not closed b¿s.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: t5c14r. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. In addition six reloads were received sterile. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Five pictures were provided; picture one shows the jaws of a device with a white reload loaded. The anvil can be seen close. Pictures two to five show the open jaws of a device with a white reload loaded. The reload can be seen fully fired with several b-formed and unformed staples on cartridge deck. Based on the staples noted on the photos, the event describe is confirmed, however no conclusion or root cause could be determined. Additional information received: can you please confirm with the surgeon what was the thickness of the compressed renal vein? The (urology surgeon) says: ¿a bit difficult to say but it was a normal renal vein and we had cleared the tissue around the vein¿. The (hpb surgeon who did the open repair) says ¿2-4mm¿.